Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported recently chipped one of the incisors and the dentist filed down both incisors to make it more uniform, but now the upper aligners won't fit properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.